Event description:
Additional information received indicated that the pump would beep here and there for no explained reason since (B)(6) 2011. It was noted that the patient had a return of pain symptoms "massive/ extreme" in (B)(6) 2011. The reporter stated that she mentioned that her alarm was going off for no reason, but she was told by the health care provider (hcp) that it was her television. If the patient had known about the alarm issue, it was stated that she would have gotten in faster to have the pump removed. As previously reported there was a catheter leak and the pump was replaced. It was reported that currently that the patient was still in the titration phase to get complete pain coverage after she was without drug since (B)(6) 2011 and had a total loss of therapy.

Event description:
It was reported the patient reported being bedridden and all her symptoms came back.

Event description:
It was reported, the patient's pump was explanted in (B)(6) 2012, due to it "not working and alarming since the previous (B)(6)." When the device was explanted, the patient was told the "catheter was leaking at the base of the pump." The device system was used to deliver bupivacaine and dilaudid. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709 lot# j10943r70 serial# implanted: 2001 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).